Manufacturer narrative:
Zimmer biomet (B)(4) patient identifier unknown / not provided. Weight unknown / not provided. Device unique identifier (UDI) not required based on manufacture date. Email address and fax number unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the threads of the implant at tooth location #47. Were fractured and the implant was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative one osseotite® certain® implant 5 x 10mm (ioss510) was returned for investigation. Visual evaluation of the as returned product identified fracture around the platform. Additionally, there was bone residue around the external threads due to usage. Functional testing could not be performed since the device was fractured. Pre-existing condition noted on the per was 'high bone density ¿ type I'. The reported device had been placed on tooth 47 (fdi) for approximately 7 years. Device history record review for the lot (2014030466) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2014030466) for similar events (complaint category keywords: functional: fracture: implant) and no other complaint was identified. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.